Event description:
Pharmacy has several reports of particles inside 60 cc syringes. Lot #s include: 8332725 (5 examples in this lot #) and 8332792 (1 example in this lot #). There are small white particles on the inside of the plunger, one example has white markings all over the bottom of the plunger. To view the particles we are referring to, the plunger must be removed from the syringe. Pharmacy uses these syringes to prepare epidurals for patients. This would be a significant safety issue if the particles were not noticed and inadvertently injected into the epidural space.